Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery. Technical support confirmed the warranty details and sent a new replacement pump. Instructions were provided on how to return the malfunctioning pump, which the customer understood and acknowledged.